Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, the patient had challenging anatomy of sievers type 1 bicuspid with fusion between the right coronary cusp (rcc) and left coronary cusp (lcc). The leaflets were calcified and there was annular calcium protruding to the left ventricular outflow tract (lvot). During the first implant, the valve dislodged due to calcium on the leaflets. Subsequently a second valve was implanted valve-in-valve resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012558059); product type: 0195-heart valves; implant date: non-implantable device product ID evproplus-26 (serial #: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.